Manufacturer narrative:
(B)(4). Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an symfony intraocular lens (iol) was explanted from the patient''s operative eye due the patient experiencing night time glare. No additional information was provided to johnson & johnson surgical vision.

Manufacturer narrative:
Additional info: the serial number and model number of the device was provided along with the implant and explant dates. The following section has been updated accordingly: section d1: brand name: tecnis symfony. Section d4: model number: zxr00. Section d4: catalog number: zxr00u0235. Section d4: expiration date: 8/25/2023. Section d4: serial number: (B)(6). Section d4: UDI number: (B)(4). Section d6: if implanted; give date: (B)(6) 2020. Section d7: if explanted; give date: (B)(6) 2020. Section h4: device manufacture date: 8/25/2018. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d10: device available for evaluation? Yes. Returned to manufacturer on: 1/6/2021. Section h3: device returned to manufacturer ¿ yes. Device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was returned cut in half, which is consistent with a lens that was handled during explant. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.